Event description:
On (B)(6) 2013, reporter contacted animas, alleging that started about a month ago the ¿ok¿ button was hard to push and was sticking. Reporter stated that there was no damage to the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.